Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fracture and insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the lead abrasion was the result of lead contact with another lead. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The reported oversensing is likely the result of the lead damage observed by the laboratory.

Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited noise which was oversensed and resulted in inappropriate atrial tachy response (atr) episodes. The lead was later explanted and returned for analysis. No adverse patient effects were reported.